Event description:
The customer stated one of his blood glucose readings was not stored in the memory of the contour.no adverse event alleged. The customer was asked to return the meter for investigation.a replacement meter was sent to him.